Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the emergency department due "brownish" urine and was diagnosed with macrohematuria. On admission an irrigation catheter was placed and continuous bladder irrigation was initiated. A sonography confirmed no tumors of the kidneys or urinary bladder as well as no blood clots were detected. The patient was transferred to the intensive care unit (ICU), where adjustment of coagulation and lysis therapy was started for a pump thrombus. The ventricular assist device (vad) exhibited above normal power consumption with high watt alarms and low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed an increase in power consumption to parameters above normal operating range beginning 30-may-2022. Seven (7) low flow alarms were logged since 15-may-2022 and thirty-nine (39) high watt alarms were logged since 03-jun-2022. As a result, the reported high power and low flow events were confirmed. Information received from the site indicated that, in addition to high power and low flows, the patient was admitted to the emergency department due "brownish" urine and was diagnosed with macrohematuria. On admission an irrigation catheter was placed and continuous bladder irrigation was initiated. A sonography confirmed no tumors of the kidneys or urinary bladder as well as no blood clots were detected. The patient was transferred to the intensive care unit (ICU), where adjustment of coagulation and lysis therapy was started for a pump thrombus. Based on the available information, the device may have caused or contributed to the reported event. Possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotation al speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.